Event description:
Customer reported experiencing an alarm 2 followed by alarm 26 due to an occlusion event earlier in the day. Despite the issue, the customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Reportedly, the customer was using cold insulin and removing air from the cartridge incorrectly. Tandem customer technical support informed customer that insulin should be at room temperature before filling a cartridge per user guide and educated customer how to perform the air removal step when filling the cartridge. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin delivery.